Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral arterial access in a 62-year-old male presenting with acute myocardial infarction with cardiogenic shock (ami-cgs), scai stage e. No past medical history was available at the time of reporting. The patient required inotropic support, vasopressors, and mechanical ventilatory support. The patient underwent coronary intervention with stent placement to the first diagonal (d1) branch and the left anterior descending (lad) artery. During support, the patient experienced a hematoma at the access site and hemolysis, prompting device repositioning. The patient experienced hematoma, hemolysis, and device repositioning associated with the pump. The use of large-bore femoral arterial access, underlying cardiogenic shock, critical illness, and hemodynamic instability are known clinical and procedural factors that could have caused or contributed to the reported hematoma and hemolysis. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported events. The patient survived.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hemolysis could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The cause of the device in wrong position could not be determined as limited clinical details were provided. The cause of the low pump flow could not be determined as no product or logs were returned for evaluation. The cause of the access site adverse event was a user related issue as proper fixation and angle matching was not followed per clinical details.